Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After the procedure was successfully completed, saline was noted to have backed-up through the tubing onto the tactisys. There were no adverse consequences to the patient.